Event description:
There was an allegation of a questionable elecsys total psa immunoassay result from the cobas e 801 analytical unit. The initial result from the primary sample tube was 6.15 ng/ml and was reported outside of the laboratory. The medical doctor in charge questioned the initial result as it was low and requested a rerun of the sample. The repeat result from an aliquot was 520 ng/ml. The repeat result from the primary sample tube was 523 ng/ml. The reagent lot number was 62092201 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.